Event description:
The facility representative reported an infusion pump with an unknown failure during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23, 2007. Evaluation summary:the unknown failure code was confirmed to be fail code 570 in the event history during product evaluation. The fail code was caused by depleted main batteries. The batteries were replaced.this issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.